Event description:
It was reported that anti-tachycardia pacing failed to convert the patient's rhythm during ventricular tachycardia (vt). The device delivered a subsequent five joule shock, which accelerated the patient's rhythm from vt to ventricular fibrillation. The device delivered three more forty-one joule shocks before finally converting the rhythm to normal sinus. The device and lead remain in service. No additional adverse patient effects were reported.